Event description:
It was reported that broken pole clamp event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a broken pole clamp, paint chippings on enclosure, corroded plate clip, cracked reservoir tank cover, missing drain cap and aux outlet label. Old-style components include, printed circuit board, enclosure, and drain fitting. Customer?s electrical issue was duplicated. Broken pole clamp was caused by stripped threads on the pole clamp. The root cause of the electrical issue was determined. Stripped threads on the pole clamp were due to normal wear and tear. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown.